Event description:
It was reported that the patient experienced situations where it felt like her implantable neurostimulator (ins) on her left side was turning off then on again. When it was interrogated, the ins showed 181 activations. The sensation of the ins turning off and on did not happen again in areas of possible electromagnetic interference (emi) for two days until the patient got into her car. When the patient checked the ins status with her programmer, the ins was still on. The patient was going to keep a diary to determine a possible source of emi that may have caused the issue. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the company representative spoke with the patient 2 weeks ago and it was noted that she experienced another episode of the ins turning off. The patient was going to get an appointment with her physician for later this month. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Left side system: lead model 3387s-40, lot # v700663, implanted: (B)(6) 2011, explanted: na. Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 7438, serial # (B)(4). Right side system: ins model: 7426, serial #: (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3387s-40, lot # v727699, implanted: (B)(6) 2011, explanted: na. Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Connector model 3550-05, lot # n293450, implanted: (B)(6) 2011, explanted: na.